Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic gastrectomy, the anvil disengaged from the tubing when it was moving through the esophagus to the stomach. Another tubing was attached to the anvil by the anesthesiologist and reinserted into esophagus and delivered through the stomach with no issues to complete the case. There was no injury caused to the patient and no medical intervention was required.